Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5554-45 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that there was a warning on the right ventricular (rv) lead. Impedances had been trending down and there were increasing thresholds. Both the bipolar and unipolar impedances were noted to be low. There appeared to be an insulation issue with the lead. The lead remains in use. No patient complications have been reported as a result of this event.